Event description:
The patient reported that the back of their omnipod 5 personal diabetes manager (pdm) becomes hot during charging, and that the battery life is limited. The patient confirmed they are using a charging cord supplied by insulet. Additionally, it was noted that the patient was charging the device beneath a pillow, which goes against the safety guidelines for charging the pdm as outlined in the user guide.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.